Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of an intermate lv 50 device with a ruptured reservoir was confirmed during product evaluation. The root cause of the ruptured reservoir was determined to be a manufacturing defect. This device is a single use device and will not be repaired.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 50 device ruptured at the end of a patient infusion. The device had been infusing magnesium in sodium chloride when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.